Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ cyst(s) : unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture", "capsular contracture baker grade ii/iii" and "cyst". This record is for the left side. The device was explanted and replaced with nonabbvie.

Event description:
Healthcare professional reported "rupture", "capsular contracture baker grade ii/iii" and "cyst". This record is for the left side. The device was explanted and replaced with nonabbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture" and "capsular contracture baker grade ii/iii". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture baker grade ii/iii". Continued e1 phone number: (B)(6).